Manufacturer narrative:
(B)(4). The patient was born on an unreported date in the year (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the suspected peritonitis event was unknown. The patient was not hospitalized for the suspected peritonitis event. The treatment and outcome of the suspected peritonitis event was not reported. The action taken with pd therapy was not reported. No additional information is available at this time.